Event description:
The customer reported that while running a hepatitis core assay, summit processor washed columns 3,5,7 and 9 twice the number of times specified in the hepatitis core assay package insert and failed to wash column 12. This occurred without an error message being presented to the user. Replacement of the wash module restored the instrument to its normal operating condition. Further investigation indicated that the root cause was a defective wash manifold. No death or serious injury was associated with this event.